Event description:
During a follow-up, episodes of failure to capture and low sensing were noted on the right ventricular (rv) lead. Diagnostic imaging confirmed rv lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the decreased sensing resulted in undersensing.